Manufacturer narrative:
Additional information: additional information was received confirming that the lens was explanted from a female patient's left eye. There was no incision enlargement, no vitrectomy and no sutures required. Furthermore, there was no other medical or surgical intervention required. Additionally, the physician states patient was doing well when discharged. (B)(6). Outcomes attributed to adverse event: required intervention if implanted, give date: (B)(6) 2017, if explanted, give date: (B)(6) 2017. Serial #: (B)(4) catalog #: zxr00i0125 10/21/2020 (B)(4). Manufacturing date: 10/21/2015 (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable - explant is planned but has not yet occurred. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient was experiencing significant residual astigmatism and blurry vision after the implantation of a zxr00 intraocular lens (iol). Reportedly, the lens will be explanted and replaced with symfony toric iol (model zxt375 11.5 diopter lens) to correct the astigmatism. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the customer's reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.